Manufacturer narrative:
(B)(4). Product eval pending. Report is being submitted as a malfunction as there has been no report of operator injury, and as there is no info at this time to preclude possibility of malfunction.

Event description:
It has been reported that an operator received a shock while defibrillating a pt. No info has been provided at this time regarding condition of either operator or pt.